Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The clinical evaluation has been reviewed by the manufacturing site. The evaluation did not indicate if the device contributed to or could have contributed to the reported event. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that near the end of the vitreo retinal surgery in the final step before placement of silicon oil, in "aspiration mode" when the vitrectomy cutter engaged a hemorrhagic clot (pre retinal hemorrhage that clotted and over lied the macular surface), the aspiration pressure rapidly increased (increase in suction) so much so that the adhesion of the clot to the macular surface coupled with the vitrector's aspiration which caused retinal engagement and resulted in traction on the macular tissue to be aspirated leaving a large extrafoveal macular hole (retinal tear). The procedure completion detail was unknown. There was no information about current patient condition or whether any surgical intervention was there or not. This report pertains to vitrectomy cutter involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.